Manufacturer narrative:
Additional information: account provided additional information regarding this case. Therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: a2 : age : 75 years. D.o.b : (B)(6) 1948. A3 : gender : male. A5 : race : white. Section b3: date of event: (B)(6) 2023. Section b5 - describe event or problem: we have learned through follow up that during the post-operative examination (on november 10th) the patient vision was 1/300 with a corneal edema that was not present 2 days post surgery. Culture bacteria reported : pseudomonas aeruginosa. Section h6: health effect - impact code: 2271 - therapeutic response decreased. Section h6: health effect -clinical code: 1791 - corneal edema. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient developed endophthalmitis after implantation of the preloaded intraocular lens (iol). The surgeon administered intracameral aprokam and referred the patient to a hospital for antibiotics in the vitreous, and cultures as the origin of the issue is a concern.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but no definitive response was provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.